Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an insulin flow block alarm. The issue occurred with two infusion sets. No further information was available.

Manufacturer narrative:
MDR 8021545-2024-00205 - device 1 of 2.